Manufacturer narrative:
Unit received with a35 alarm during rewind due to encoder out of phase. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the insulin pump had motion sensor test failure. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.